Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: when the stapling, all of the staples did not close, not allowing a sealed anastomosis. The surgeon had to perform a manual suture to ensure the seal, the stapler having made only a partial anastomosis.

Event description:
It was reported that during a proctectomy, all staples ¿jumped¿. No stapling was done. Mandatory suture by hand was done. Delay. The consequences had no effect on the patient's health and none long-term consequences, but the incident caused the intervention to be extended by 15 minutes and the implementation of a degraded procedure.